Manufacturer narrative:
Based on the claim against the product by the customer noting that universal surgical manipulator 1(usm) faulted, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and was able to reproduce the reported error. The isi fse replaced usm 1 and the usm1 distal set-up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure that error 319 occurred against universal surgical manipulator 1(usm). The site tried multiple power cycles and an emergency power off (epo) of the patient side cart (psc), with no change. The site converted the procedure to a new psc. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and the distal set-up joint to perform failure analysis. Failure analysis could not replicate the reported issue when testing the universal surgical manipulator (usm) and the suj on an in-house system. No errors were triggered during the usm in-house testing. The suj passed all required tests. Error 319 was confirmed as having occurred in the field via reviewing the system logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. Followed up with the initial reporter and received additional information: system functionality was checked upon powering on the system. The system initially powered on without errors. The patient's demographic information was not available.

Event description:
Refer to h10/h11 for follow-up information.